Event description:
It was reported that one hour after laparoscopic nephrectomy, the video system center displayed a touch panel failure display error (e333 error). The unit was restarted and restored. The procedure was completed without replacing the equipment, and there was no impact on the patient. The issue occurred during the therapeutic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not reproduced. During the evaluation, the long-time continuous operation, power on/off, and touch screen panel were tested but the reported phenomenon did not replicate. Visual evaluation was done, and no abnormalities were identified. Based on the results of the investigation, it is not possible to establish the root cause. A communication error e333 may occur even in normal conditions. Olympus will continue to monitor field performance for this device.